Event description:
A finetuner echo was returned to service and repair as reportedly it would no longer react and low battery warning. When new batteries were tried it showed that they were empty and would not react to any button. The device could also not be reset by pressing the buttons 3 times.

Manufacturer narrative:
Conclusion: according to the information received, a finetuner echo was sent to service repair due to no reacting and low battery waring. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction. No injury was reported. This is a final report.

Manufacturer narrative:
The has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A finetuner echo was returned to service and repair as reportedly it would no longer react. When new batteries were tried it showed that they were empty and would not react to any button. The device could also not be reset by pressing the buttons 3 times.